Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch verio iq meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 9:00am¿. The patient was unwilling to answer many of the questions from cca. Therefore it is unknown what their diabetes management routine is, whether they took any action regarding the alleged issue. The patient did report developing the symptom of ¿soreness of finger¿. However, it is unknown if they received any treatment. The patient did message appeared she developed symptoms of ¿sore fingers¿. The patient denied receiving any treatment for the symptoms due to the alleged product issue. At the time of troubleshooting the cca noted that there was no misuse of the meter, the correct testing steps and strips were being used, it was the first time the meter was being used and when the power button was pressed the error 2 message did not occur. The customer was unable/unwilling to answer if the issue was resolved with training. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.